Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The black plastic piece on the tip of the femoral adaptor torque wrench is cracked.

Manufacturer narrative:
(B)(4). Examination of the returned product confirmed the black plastic protector component has cracked and become disassembled from the wrench. The fractured plastic protector was returned for examination. The investigation could not draw any conclusions about the root cause of the disassociated protective cap. Eco249156 was previously implement for this failure mode. The current complaint sample product was manufactured after the implementation of eco249156. (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.